Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n ) revealed a no device found message, the insulation is exposed on cable. And the rtm failed the antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had difficulty when trying to charge the implant. The patient stated they noticed the issue start about a week ago and it worsened over time. The patient stated that it would show poor recharge quality telling them to reposition the antenna. The patient stated they had it in the same spot and position its always in and they hadn't moved at all. The patient stated then yesterday they saw system problem rm03. The patient stated they called a manufacturer's representative who instructed them to reset the controller; which they did but that did not resolve. The patient stated that the implant is currently at 30% and it will not increase any further. The patient then stated that the juncture where the cord and the paddle meet is getting very warm. The patient stated they think the heat happens after a while but it is very warm where in the past it never felt like that. The manufacturer's patient services specialist (pss) walked the patient through removing the battery pack and plugging controller into the ac power cord, and the patient confirmed that the controller powered on. The patient inserted the battery pack and confirmed that controller was at 90 percent and implant was at 30 percent. The patient confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. The patient blew in port of controller and wiped pins on the bottom of the recharger to ensure no debris. The patient stated they are standing and holding the recharger paddle over the implant. The patient then connected the recharger and confirmed poor recharge quality. The pss recommended they sit in the position they usually charge and the patient confirmed it is now charging and flipping between good/excellent. Agent asked the patient to hold for a few minutes to see if the charge session continues successfully and when agent went back to the patient they confirmed system problem rm03. The patient noted that the juncture where the cord and paddle meet was extremely hot after only a few minutes. The issue was not resolved. No symptoms were reported. A replacement recharger was sent out.